Manufacturer narrative:
(B)(4). The customer's experience of the set falling apart was confirmed; however, we were unable to confirm the customer's report that the set separated at the lower fitment; only a portion of the used set could be evaluated as only the section from the spike and drip chamber to the upper fitment was received from the customer. The portion from the silicone pump tubing section to the distal male luer was not received. The portion of the set that was received was observed to be separated at the upper fitment and not at the lower fitment as was reported. Multiple crush marks on the upper fitment were noted. The cause of the separation was undetermined.

Event description:
Customer reported a set fell apart. Event occurred on (B)(6), the lymphoma inpatient unit. Infusion was rituxan at 150ml/hr, infusion was about half way complete when nurse answering an air in line alarm opened the door to remove the set when reportedly the blue connector at the bottom popped apart. Approximately 100ml of fluid was lost. This required chemotherapy spill clean up procedures. No pt harm was reported and no other pt info was available. Although the customer stated the event occurred on (B)(6) 2011, the event on the medwatch was listed as (B)(6) 2011.